Event description:
Pt called alleging that their meter would not power on. Pt had symptoms, which consisted of nausea. Pt took their insulin without knowing what their blood glucose readings were. Pt did not seek medical attention or call their md. Customer service checked and made sure that the batteries were good and still there was no power. Customer service sent pt a new meter. When the meter does not turn on, a pt cannot obtain a test result, which may lead to delay in treatment or treatments in the absence of a glucose value.